Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. Device history record review identified that four pieces were scrapped between two different operations for unknown reasons. Seventeen (17) finished devices were inspected and accepted. This device is used for treatment. The device remained implanted for 7 years and 7 months. Complaint history review identified no previous complaints for the part-lot combination of the reported device. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer cpt stem was used with a birmingham hip resurfacing acetabular cup, a birmingham modular head femoral head (metal on metal). Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a patient was revised due to metallosis, necrosis and destruction of muscle tissue. Additionally, it was reported that a legacy zimmer cpt stem was used with a birmingham hip resurfacing acetabular cup, a birmingham modular head femoral head (mom).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to metallosis, necrosis and destruction of muscle tissue.